Event description:
According to the facility on 8/30, "a patient was attached to our comfort flow high flow nasal cannula system and excessive amounts of water was blown out of the nare openings on the nasal cannula."

Manufacturer narrative:
According to the facility on 8/30, "a patient was attached to our comfort flow high flow nasal cannula system and excessive amounts of water was blown out of the nare openings on the nasal cannula. The flood of water into the circuit was sudden and the patient required some suctioning as well as a complete bedding and clothing change. This was not condensation, this was a total water fill into the circuit" it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.